Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused large cell/b cell lymphoma of the gc type. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging large cell/b cell lymphoma of the gc type related to a CPAP device's sound abatement foam. The reported event of having large cell/b cell lymphoma of the gc type was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case. There is no report of the medical intervention that the patient has received at this time. There is no customer information and we cannot reach out to the customer, hence, attempt to have the device and components returned for evaluation and investigation can not be made at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a followup report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow up report will be filed.